Manufacturer narrative:
Product analysis summary: device returned for evaluation. The device returned with blood visible in the balloon and inflation lumen. The balloon failed negative prep. On pressurisation of the device, liquid was observed exiting the balloon proximal to the distal marker band. The balloon failed to maintain pressure. Upon visual inspection of the device, there was a small pinhole tear on the balloon material immediately proximal to the distal markerband. No deformation was evident to the distal tip. No other damage evident to the remainder of the device. Additional information: the lesion was a mildly tortuous, mildly calcified lesion with 75% stenosis from the obtuse marginal (om) to the posterior lateral artery. The lesion was pre-dilated. No resistance was noted when advancing the device. Inflation difficulties occurred on the first inflation. Inflation could not be performed to a nominal pressure of 12 atm. The balloon partially inflated. The device was not moved or re-positioned in the lesion while inflated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, one resolute onyx rx coronary drug eluting stent was implanted to treat a lesion. The device was inspected with no issues noted. Negative prep was performed with no issues noted. It was reported that the balloon burst during stent deployment. It was stated that during inflation of the device while deploying the stent, insufficient inflation and dilation was experienced. The stent was deployed and after removing the balloon from the patient, a crack was found in the balloon. It was confirmed by intravascular ultrasound that insufficient expansion of the stent occurred and a balloon was used to post dilate the lesion. No patient injury was reported.